Manufacturer narrative:
The insulin pump alarmed failed battery test during battery insertion due to faulty battery tube. Analysis was unable to test for excessive no delivery alarm due to failed battery test alarms. The pump had a scratched display window, cracked case at display window corner (all corners), cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and failed battery test. The blood glucose at the time of the incident was 300 mg/dl. The customer states that after battery change the pump alarms failed battery test, for each battery she puts in. Troubleshooting was performed and advised to use brand new batteries. However the failed battery test alarm returned. Troubleshooting was able to resolve the no delivery alarm, with a complete set change. The device will be returned for analysis.